Event description:
The customer reported the backup alarm test failed when performing pre-operational testing of the ventilator. The manufacturer's service technician confirmed the backup alarm did not sound. Upon visual inspection, the service technician reported the backup alarm cable was pinched and a connector on the mmi pcb board was broken. The service technician replaced the backup alarm and cable, and the mmi pcb board to complete the service. Applicable final testing was completed and passed per operating specifications. This issue is considered service induced during previous service.